Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 200mg/dl. Troubleshoot was conducted. A large air bubble was noted in the reservoir, and the customer was assisted in priming. The customer was advised to conduct entire set change, reservoir and insulin change. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels. The customer was advised to call back if issues persist.